Event description:
The customer reported that immediately when phaco started the handpiece became hot. The initial report stated the hand piece burned the edge of the incision. A very thick viscoelastic was being used at the time of the event. The system displayed an occlusion error message. The occlusion was cleared and the case proceeded as usual. The wound was sutured due to the incision becoming larger. The surgeon later stated the incision site isn't "firm enough" to be considered a burn.

Manufacturer narrative:
The company service representative examined the system and the hand piece, and found that they met specifications. He could not duplicate the reported problem. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.